Event description:
Customer was admitted to hospital for diabetic keloacidosis. Customer has nausea and dizziness. Trouble shooting performed. Conducted high pressure test and pump alarmed within specifications. Alarm history confirmed that pump has given customer no delivery alarms, explained that scar tissue may be the cause of these alarms.